Event description:
Pt's great grandson stated that on 8/26/96 the pt pulled on the rail of his hosp bed, rail slipped off and pt. Fell out of bed. Pt c/o abdominal pain and catheter pulled resulting in bleeding via foley. Grandson indicated right rib area as injury site. When supplier picked up the bed, they reported that side rails were not attached to the bed in the home. When nurse saw pt in home on 8/27, side rails were attached and up. Uf cannot confirm nor deny that this fall directly resulted in this pt's death.